Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported that there was a loss of therapy. The patient met with a manufacturer representative (rep) on (B)(6) 2016 because the patient was having problems with stimulation going down her legs which woke her up at night. The rep adjusted her settings and it was fine but on (B)(6) 2016 the patient¿s lower spine was driving her crazy. The patient's lower back and lower spine was "killing" her and she could barely walk. The patient increased stimulation but it went down her legs and she did not feel anything in her lower back where it was bugging her. The patient felt stimulation down her legs on program 1 and in her thighs on program 2. It was noted that the patient only had one group. The patient had an appointment with a health care professional on (B)(6) 2016 and she was to call the rep. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient was reprogrammed and received relief from it. All was set.